Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 13 march 2024, a 25mm navitor valve chosen for implant using a small flexnav delivery system. The annular dimension of the native valve was 71.2mm. During procedure, pre-implantation balloon-aortic valvuloplasty (bav) was not performed but first deployment was deep. The physician redeployed the valve but there was a right bundle branch block (rbbb). The valve deployed at 5mm on non-coronary cusp and 6mm on the left coronary cusp. There was severe calcium in the left ventricular outflow tract (lvot) or annulus and patient had a leak. After post-implant bav, the patient went into a complete heart block, and there was a trace of perivalvular leak (pvl) and gradient was 4mmhg. The patient received a permanent pacemaker. The patient was reported stable.

Manufacturer narrative:
An event of paravalvular leak (pvl), device malposition, and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the valve appears to be correctly sized based on the provided annular dimension (perimeter), the patient previously had right bundle branch block (rbbb), there was severe calcification in the left ventricular outflow tract and annulus, the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm depth), and there were no difficulties reported implanting the valve. It was noted that the rbbb was seen after the second attempt positioning the valve, and the patient went into heart block after the post-balloon aortic valvuloplasty (bav) was completed. Based on available information, the reported pvl appears to be related to a combination of procedural conditions (pre-bav not performed) and patient condition (severe calcium). A cause for the reported heart block could not be conclusively determined. It is possible that it is related to patient condition (history of rbbb) or procedural conditions (heart block appeared after post-bav). A cause for the reported device malposition could not be conclusively determined. It is possible that the valve had to be implanted deeper due to patient condition. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve chosen for implant using a small flexnav delivery system. The annular dimension of the native valve was 71.2mm. During procedure, pre-implantation balloon-aortic valvuloplasty (bav) was not performed but first deployment was deep. The physician redeployed the valve but there was a right bundle branch block (rbbb). The valve deployed at 5mm on non-coronary cusp and 6mm on the left coronary cusp. There was severe calcium in the left ventricular outflow tract (lvot) or annulus and patient had a leak. After post-implant bav, the patient went into a complete heart block, and there was a trace of perivalvular leak (pvl) and gradient was 4mmhg. The patient received a permanent pacemaker. The patient was reported stable.